Manufacturer narrative:
A ge oec service rep investigated the issue and found the likely cause of the issue was facility test of generators and power issues that corrupted the software. Software re-loaded and issue corrected. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system would not boot up.